Manufacturer narrative:
(B)(4). G2: foreign: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was impacting the implant, the tip of the instrument fractured off of the instrument. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional information. Component codes: mechanical (g04) - impactor. Visual examination of the returned product confirmed item/lot information match what is listed in the sub form of the complaint. The device shows signs of repeated use and severe wear and tear. The shaft of the impactor is bent and also has nicks, gouges and is severely pitted. The end of the shaft has fractured off in the impactor tip near the threads. The device has a possible field age of 8+ years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.